Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a refill that was done on (B)(6) 2011, the concentration of lioresal was changed from 500 mcg/ml to 2000 mcg/ml. A bridge bolus was not performed and the pump was not updated/programmed to reflect the drug concentration change; an overdose occurred. The pt was hospitalized. It was confirmed through calculations that the 500 mcg/ml drug concentration would have been cleared from the system in approx 28 hrs, with the pump left programmed to 500 mcg/ml. It was further noted that once the 500 mcg/ml drug concentration would have cleared the system, the pt would have been receiving a dose of 640 mcg/day vs the 160.23 mcg/day programmed in the pump. The pump was programmed to a simple continuous minimum rate on (B)(6) 2011, due to overdose symptoms. On (B)(6) 2010, it was confirmed via telemetry that the pump was still in simple continuous mode. Additional info will be provided in a follow-up report as it becomes available.